Event description:
It was reported in an abstract that a total of 24 patients (26 vertebral bodies) who underwent balloon kyphoplasty procedures (bkp) to treat osteoporotic vertebral fractures then had "roetgenkymography" performed within 2 weeks after surgery were investigated. According to the report, bkp was indicated in patients who had difficulty in daily life due to severe lumbar backache during body motion caused by delayed union of osteoporotic vertebral fractures. All patients had osteoporotic vertebral fractures and no patients had metastases of multiple myeloma or malignant tumors. Bkp was performed at levels ranging from t7 to l5. It was reported that "infection developed in one vertebral body (3.8%), which is followed up with antibiotic administration." No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.